Event description:
Customer received discrepant digoxin results for one pt sample. Date of testing was not provided. Initial results gave 4.0 nmol per l. The pt gets only lanoxin (digoxin), so the lab decided to send the same sample to another lab for testing using a different method (chromatography), which resulted at 2.85 nmol per l. No info was provided if erroneous results were reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.